Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol was inserted and removed due to the capsule ruptured. The procedure was completed with a new iol. There was no patient harm and the event is resolved. Additional information was requested.

Manufacturer narrative:
Product evaluation: the product was not returned. The file indicated the use of a qualified cartridge and two viscoelastics. Only one of the viscoelastic is qualified for this lens/cartridge combination. It is unknown if the qualified viscoelastic was used. The root cause cannot be determined for the complaint of "capsule torn". There was no malfunction alleged against the product. The lens was not returned for an evaluation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.3., h.3., h.6., and h.10. Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).